Manufacturer narrative:
Insulin pump passed displacement test. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not turn on. The customer's blood glucose value was 192 mg/dl. Troubleshooting was performed. The customer stated that insulin pump had crack at the back. The customer was advised to follow their medically prescribed back-up plan. The insulin pump will be returned for analysis.